Event description:
A malfunction occurred on the pump, which was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided information on resetting the pump and assisted the caller in doing so. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to reload a new cartridge later at home. The caller understood to contact support again if any issues reappear.